Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
It was reported that bd undefined q-syte was cracked. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated with a septum-needleless closed infusion connector in combination with a deep vein infusion, and oozing fluid was found at the infusion connector on 08-31 11:30 p.m. Inspection of the septum-needleless closed infusion connector revealed a crack within the connector, which was discarded and replaced with another new septum-needleless closed infusion connector. 19 sep patient impact information: the nurse replaced the patient with a new connector as soon as possible, and there was no obvious impact on the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.